Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed battery removal testing, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was damaged and broken, the lower case and battery drawer were broken and contaminated, the battery release, lead flex cover, and battery flex were contaminated, the battery contacts were compressed and discolored, the keyboard was scratched, the serial number label was damaged and the battery drawer o-ring was missing. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that both supercaps failed in-circuit. Surge current was out of specification. Battery removal test failed. After replacing both supercaps the battery removal test passed. Conclusion: confirmed battery removal failure caused by a capacitor component failure.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.